Manufacturer narrative:
There is no indication or allegation of any system or component failure beyond migration of the non-tined lead. The patient is reported to have a very sedentary lifestyle and did not report any specific events or activities that may have caused or contributed to the migration of the lead. Migration took place almost immediately after implant. It is possible that tissue quality and anchoring technique played a role in allowing the lead to migrate before scar tissue was formed to hold the device in place. The leads used initially were not tined, and the physician elected to replace them with tined leads to better hold the leads in place.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting bilateral superior cluneal nerves. After activating the system, the patient reported a loss of therapy on one side of the back. Troubleshooting in the field found that the implanted lead had migrated away from the original target location. On(B)(6) 2025 a surgcal revision was performed to remove the migrated lead and place a new lead back at the intended location. The physician elected to remove both original non-tined 8-contact leads during the procedure and replace them both with tined 4-contact leads. The ipg was also replaced during the procedure to be compatible with the new leads.